Event description:
It was reported that there was concern the device battery did not last as long as expected. Also, the patient was having issues with the remote monitor not being able to transmit when the home monitor was programmed on. The device and monitor remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Products: 7120 competitor implantable tachy lead 2009 (B)(6); 507645 implantable pacing lead 2003 (B)(6). (B)(4).